Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of triathlon baseplate and liner required due to medial proximal tibial fracture.

Manufacturer narrative:
An event regarding revision due to periprosthetic fracture of the medial proximal tibial bone involving a tritanium baseplate was reported. The medical review indicated that malposition of the baseplate and femoral components as well as patient factors (osteoporosis) contributed to the periprosthetic fracture. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated malposition of the femoral component in extension in combination with baseplate malposition in varus and posterior direction including varus malalignment of the knee has contributed to an overload condition below the medial section of the baseplate where major osteoporosis was present and an uncontrolled movement of the leg could easily provide the final acute overload trigger to complete a periprosthetic fracture of this mechanically weak proximal tibia at this early timeframe post arthroplasty. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that malposition of the femoral component in extension in combination with baseplate malposition in varus and posterior direction including varus malalignment of the knee has contributed to an overload condition below the medial section of the baseplate where major osteoporosis was present and an uncontrolled movement of the leg could easily provide the final acute overload trigger to complete a periprosthetic fracture of this mechanically weak proximal tibia at this early timeframe post arthroplasty. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of triathlon baseplate and liner required due to medial proximal tibial fracture.